Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had audio/beep anomaly. Customer's blood glucose level was 76mg/dl at the time of the incident. It was reported that insulin pump beeps without message on the display. It was reported that no buttons were pressed, or accidentally pressed. It was also reported that no other insulin pumps, no cell phone, no microwave or anything nearby that beeped. It was reported that the insulin pump was not suspended and no alarms in memory. It was reported that beeps happened during normal use. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with constant tone. Unable to determine the root cause, problem isolated to printed circuit board. Unable to perform functional testings due to constant tone. Unit was received with scratched case.